Manufacturer narrative:
(B)(4). Customer did not sequester the device involved in this event. A second site visit was conducted by a carefusion clinical practice consultant unrelated to this event. During the visit, the consultant requested additional patient and event details but none were provided. Customer stated devices will not be returned for investigation. Unable to determine cause of event.

Event description:
During a site visit by a sales representative, a customer reported that a baby coded while on an alaris system and when they responded, air was found in the heart. The customer couldn't say how air in heart was verified and diagnosed. The customer could not say for sure that it was alaris technology or tubing that caused this event to occur. The customer did not specifically correlate the code to the alaris system; the customer only remarked that it was coincidental. The baby was placed on ECMO following the code. ECMO was removed and the patient died. The professional improvement department contact has no details of devices in use. IV administration sets used and could not provide device or event logs. The customer stated after review of the chart, she could not find any documentation related to the alaris system. The information in the chart also indicated that before the code, the baby went into st segment depression with a mild drop in blood pressure then a dramatic drop in blood pressure with qrs widening. Following the code, the baby was placed on ECMO. She could not find any documentation in the chart of air seen in the atrium. The customer states no further patient/event information is available.